Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement and self tests. No unexpected blank display, display anomaly, frozen screen or pump errors 68 were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer also stated that the insulin pump had frozen display. Customer was assisted with troubleshooting but, the issue was not resolved. Customer also stated that the insulin pump was not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be return for further analysis.